Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer no longer has the vial of test strips.

Event description:
The customer complained of a "negative" result for 1 patient tested for blood on urisys 1100 urine analyzer serial number (B)(4).. The date of event is an approximation. The event occurred approximately "2 weeks ago." The result from a urine sample when tested for blood on urisys 1100 urine analyzer serial number (B)(4) was "negative." The patient was tested on a different urisys 1100 analyzer with an unspecified serial number and the result for blood was "2 + +." There was no allegation that an adverse event occurred. The customer stated that qc had not been run on the meter. The meter and test strips were requested for investigation, however, the customer no longer has the test strips to return.

Manufacturer narrative:
The returned urisys 1100 analyzers (s/n ux09629940; ux09632917; ux09660982) were tested with retention strips. False negative results were produced with all customer devices and both claimed strip lots. These results indicate the concentrations are near the limit of detection. The investigation is ongoing.

Manufacturer narrative:
During internal testing, roche determined the limits of detection (lod) for protein, nitrite, leukocytes, and erythrocytes on the urisys 1100 urine analyzer with chemstrip® 5 ob, chemstrip 7, chemstrip 10 md, and chemstrip 10 ua test strips were higher than what is listed in their respective test strip method sheets. This can lead to false negative results on the urysis 1100 urine analyzer for the four affected parameters. Roche has provided customers with the following instructions and workarounds: chemstrip 5 ob and chemstrip 7 test strips should only be read visually. They can no longer be read on the urisys 1100 urine analyzer. Chemstrip 10 md or chemstrip 10 ua test strips can be used with the urisys 1100 urine analyzer; however, a negative result for any one of the four affected parameters (i.e., protein, nitrite, leukocytes, and erythrocytes) on the urisys 1100 urine analyzer must be repeated with a new test strip that is read visually.